Manufacturer narrative:
There are no further measures taken relative to this matter. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.

Event description:
Baxter affiliate reported the transfer set leaked solution. The pt had catheter for three weeks before it started leaking. There was no pt injury or medical intervention associated with incident according to baxter affiliate.